Event description:
It was reported that, during a shoulder arthroscopy procedure using an ultravac 90, the want appeared to short circuit. The surgeon indicated he heard a "sparking noise" then smelled burning, five minutes into the procedure. Upon removing the wand from the surgical site, the surgeon noted that the distal end of the wand was burnt and a piece was missing. The tissue surrounding the surgical site was examined and it was noted that the tissue has burned. A debridement cleaned the site and the device fragment was retrieved from the pt. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but not received.